Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), product type: catheter. (B)(6).

Event description:
Information was received from a foreign health care professional (hcp) via a manufacturer representative regarding a patient who was receiving gablofen at 2000 mcgr/ml with an unknown daily dose via an implantable pump for an unknown indication for use. It was reported that during a surgery when the hcp was ¿connected 8780 catheter¿, they saw that there was no pump segment connector. The hcp stated that it wasn¿t in the package. It was replaced with another catheter and it was noted that the replacement ¿it don¿t had problem.¿ the 8780 catheter was never implanted. There were no reported patient issues or symptoms; it was further noted that there ¿wasn´t problem¿ for the patient. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was noted that they manufacturer representative did not have a diagnostics. It was reported that the issue was resolved at the time of this report. There were no reported complications.

Manufacturer narrative:
The initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178.

Event description:
Additional information was received. The pump serial number was provided as (B)(4). No further complications were reported and/or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury.

Manufacturer narrative:
Event was initially reported as an adverse event <(>&<)> product problem. This has been corrected and should have been reported a product problem.